Event description:
The customer initially called to report that she got an error alarm on the insulin pump after changing the battery. The customer then stated that she was hospitalized for high blood glucose and the reading was 1100 mg/dl. The customer also stated she was hospitalized for low blood glucose levels thirteen days later. The blood glucose reading at that time was 28 mg/dl. The customer stated the glucometer she was using at that time was not working properly. The glucometer was giving high blood glucose readings when they were actually low. The customer did not have the insulin pump with her during the phone call, therefore troubleshooting could not be performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.